Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did specimen fall from pouch when it broke? If so, was there any change to procedure or post-op patient care? Did any part of pouch (that broke) fall into patient? What part of device had small piece of plastic break off and fall onto sterile field (ring handle, device shaft, or pouch itself?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure when trying to extract the gall bladder the pouch broke at the bottom. Also, a small piece of plastic broke off of the device and fell in the surgical field; nothing fell into the patient. The case was completed with another device of the same product code. No patient consequences were reported. No device will be returned.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the specimen did not fall from the pouch. The only change to the procedure was to open another bag. A portion of the pouch was retrieved intra-abdominally. During the third case, a portion of the pouch was found on the field. The distal portion of the plastic bag had detached and fallen onto the field. In each case, it appeared that it was the distal seam that was weak, and lead to the split at that point.